Event description:
Spontaneous. Patient reported double pump failure; is getting 'no disposable' and 'won't run' errors on one pump and '1870' error on the back-up pump. Patient confirmed she removed and attached new cassette several times but keeps getting error on both pumps. Advised patient that it might be the cassette and to make a new one. Patient successfully completed and attached a new cassette to the pump with the 'no disposable' error and was able to successfully resume infusion. Advised patient that this was a cassette issue and not a pump issue. Patient was not able to provide the lot number for the cassette. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? Yes; did we, MFR ,replace the device? No; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes, what is the outcome of the event? Resolved. Ongoing? Na. Reported (B)(6) by pt/caregiver.